Manufacturer narrative:
The remote service engineer (rse) advised the customer to place a part order for the battery. Multiple good faith efforts were attempted to obtain information about the device use at the time of the event, part replacement, and resolution, but no response or further information was received from the rse or customer. Philips was unable to confirm the final disposition of the device. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device battery would not hold a charge. It is unknown if the device was in use at the time of the reported problem. There was no patient harm reported. The customer informed the remote service engineer (rse) that they would like a replacement battery order. This investigation is ongoing.